Event description:
It was reported that the lesion in the lad was severely calcified, 45-90 tortuosity and exhibited 99% stenosis. After pre-dilation of the lesion, a non-medtronic stent was successfully implanted in the lad during index procedure. Although the lesion was pre-dilated, numerous non-medtronic stents failed to cross the lesion. A 2.75mm diameter x 14mm length resolute integrity drug eluting stent also failed to cross the lesion. The device was retrieved successfully and "shaft breakage" was reported to have occurred with the medtronic device. Four additional non-medtronic stents were successfully implanted in the lad to treat a dissection. No other clinical sequelae were reported.

Event description:
Cine image review: the images show the unsuccessful delivery of a stent to the lad, however, it cannot be distinguished if this device was the medtronic or the non-medtronic stent. The vessel was calcified and tortuous. After the withdrawal of the undeployed stent, a vessel dissection was evident in the lad. The lad and lcx were re-wired, followed by the successful delivery of the stent to the mid-lad, overlapping proximally with the previously deployed stent. This was followed by successful deployment of additional stents. The vessel dissection was resolved with the pre-dilation and placement of the additional stents.

Manufacturer narrative:
Evaluation: results: (no device or image return, unable to make a determination on the root cause of the shaft breakage). Inherent risk of procedure (dissection/failure to deliver the stent is an identified inherent risk of a procedure). Evaluation: conclusion: unable to confirm complaint (no device received). (B)(4).

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (cine images confirm the vessel was calcified and tortuous). Conclusions: device failure/lack of effectiveness related to patient condition (cine images confirm the vessel was calcified and tortuous).